Event description:
According to the facility on 7/25, "lhk was being set up for a case and it wouldn't tighten. It seemed like it was the syringe connection. The staff relayed the defect a few days after they threw the manifold away and replaced it with a new one with no other incidents."

Manufacturer narrative:
According to the facility on 7/25, "lhk was being set up for a case and it wouldn't tighten. It seemed like it was the syringe connection. The staff relayed the defect a few days after they threw the manifold away and replaced it with a new one with no other incidents. This occurred prior to use- when prepping the manifold for the case. There was no patient involvement, no impact to the patient, and the procedures were completed". Multiple instances were reported by the facility, however at this time a definitive number was not provided. This medwatch will account for all reported incidences. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(6) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Updated h6: investigation conclusions.